Manufacturer narrative:
Age/date of birth: unknown/ not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: according to the initial report the product associated to the complaint has been discarded. Therefore, a product evaluation is not possible. The reported issue was not confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that an additional investigation request (ir) for this production order number has been received, however at the time of this submission the investigation has been completed, and the reported issue was not confirmed. Conclusion: based on the manufacturing records review and complaint occurrences per production order there is no indication of a malfunction or product quality deficiency. No nonconformity report, escalation, is required. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) when being inserted into the patient¿s left eye, lens got stuck in cartridge. It was learned that the iol was partially inserted. There was no incision enlargement, vitrectomy, or sutures performed. Patient was fine post-op. No other information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.